Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The device was received for evaluation. A visual inspection was performed and found one of the two bottom kickstands were seized up and would not flip down. The reported condition was verified. The direct cause of broken kickstand could not be determined. The kickstand will be replaced during the refurbishment process. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main module had a broken kickstand. It was unknown how the kickstand became bent. This was observed at the pharmacy. There was no patient involvement. No additional information is available.